Event description:
A user facility reported to olympus clogging inside the forceps mouth of evis lucera gastrointestinal videoscope. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign objects on the distal end and in the distal end of the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of clogging in the forceps was not confirmed. The auxiliary water outlet was clogged with unidentified foreign material. A definitive root cause of the reported event cannot be determined at this time. It is unknown if the reprocessing was conducted in accordance with the instructions for use from the obtained information. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The following additional findings were also noted: pinhole on the channel tube, bending angle in the up direction does not meet the standard value due to wear of the angle wire, the play of up down knob was out of standard value, dirty bending section cover, cracked adhesive on the bending section cover, white-clouded area on the adhesive of the bending section cover, loose mouthpiece, peeled paint on the suction cylinder, wrinkle on the universal cord, white clouded area on the adhesive around the objective lens and light guide lens, dirty probe cover, scratched and wrinkled connecting tube, and due to damage on the charge couple device unit, a foggy image occurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. Inspection of the endoscope: 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. [Inspection of the auxiliary water feeding function] 1. Attach a syringe containing sterile water or the water tube from a water pump to the luer port of the auxiliary water tube (see figure 3.29). Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion tube. Labeling the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿ as below. Inspection of the endoscope: 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor the field performance of this device.